Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
The probe of the subject device was broken off and fallen into the patient during a laparoscopic endometriosis renovation. The fragment was retrieved. The doctor completed the procedure with another device. There was no other patient injury regarding this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. Device available for evaluation?, date received by MFR, type of reports, if follow up, what type?, device evaluated by MFR?, evaluation codes were updated. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe broken off at 14.5 mm from the distal end. There were scratches on the probe. The shape of the broken surface showed that a crack spread from the scratches as the starting point. This type of probe damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, it is known that a probe of a device is cracked since a user activated the device contacting with something hard and the probe is broken when the probe is received a load. The instruction manual of the subject device already states; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.